Event description:
It was reported there was a ¿jolt¿ and then a ¿fizzing¿ noise at the site/device pocket in the buttocks when the patient laid in bed. The device was switched off and then the patient experienced a ¿pins and needles¿ sensation that did not go away immediately. The sensation was in one side of the leg and arm and it was on the side of the body that the implant was located. Impedance testing was performed, but the results were not provided. The device was turned off for two weeks and the ¿pins and needles¿ sensation had gone away. The nurse then reprogrammed and switched the device back on and the patient resumed therapy. The patient was ¿stable¿ with the new program at the time of the report and the cause of the issue was not determined. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).